Event description:
The reporter stated the device did not reach the correct temperature (not high enough). No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The unit had a cracked tank cover. Wear and tear damage was also noted on the enclosure, block assembly, and front cover. The customer reported product problem (device not achieving required temperature) was confirmed during testing. The issue occurred because of a faulty heater. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.